Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on anatomy/chordae). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through a general comment by a physician, who was not the implanter, that on multiple occasions, a mitraclip procedure had been performed, but after inserting the clip and advancing it to the mitral valve, the clip often became stuck in chordae and in the subvalvular apparatus.